Event description:
It was reported that an unspecified number of ser plastipak 5ml ll 40x8 al experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: chilean standard is not met. The surface of the hypodermic syringe that comes into contact with the injection fluid during normal use, must be free of particles and foreign matter, when inspected by normal vision or corrected to normal.

Manufacturer narrative:
H.6. Investigation summary: a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The pictures and retain samples were analyzed and it was possible to observe the presence of foreign matter on the cannula. According the evaluation performed by the multidisciplinary team quality, process and production the follow points were identified as potential causes for the occurrence: polymerized lube system cleaning failure machine stopped incorrect gauge selection polypropylene on cannula system cleaning failure use of air guns pad parts on cannula worn lube application pad dirt pad black spot on cannula system cleaning failure use of air guns dirt pad resin on cannula o¿ring ring adjustment failed incorrect nozzle pressure the follow actions were planned to mitigate the potential causes: polymerized lube: increase frequency and lube cleaning procedure; empty lube tank in long stops ¿ empty nips in longs stops; verify that the selection of gauges during the changeover is being performed correctly. Set selection control; polypropylene on cannula increase frequency of shield station cleaning; remove air guns from machine; install movable guard on shield station; pad parts on cannula establish pad exchange frequency; insert pad quality analysis in operating routine; black spot on cannula establish daily and weekly cleaning procedure; remove air guns from machine; establish pad exchange frequency; insert pad quality analysis in operating routine. Resin on cannula, poka yoke o'ring ring adjustment, study and establish adjustment patterns, train all shifts. The incident identified from this complaint will be monitored for trend evaluation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of ser plastipak 5ml ll 40x8 al experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: (B)(6) standard is not met. The surface of the hypodermic syringe that comes into contact with the injection fluid during normal use, must be free of particles and foreign matter, when inspected by normal vision or corrected to normal.